Manufacturer narrative:
Concomitant medical products and therapy dates -on (B)(6) 2010: tg3115/7172834, tgt2815/7319199. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using three gore&#59412;tag&#59412;thoracic endoprostheses (tg2610/7001076, tg3115/7172834, and tgt2815/7319199). Aneurysm diameter was 51 mm. On (B)(6) 2010, follow up revealed the aneurysm measured 52 mm. On (B)(6) 2011, follow up revealed the aneurysm measured 52 mm. On (B)(6) 2012, follow up revealed the aneurysm measured 55 mm. On (B)(6) 2013, follow up revealed the aneurysm measured 54 mm. On (B)(6) 2013, follow up revealed the aneurysm measured 55 mm. On (B)(6) 2015, follow up revealed the aneurysm measured 56 mm. The cause of the aneurysm enlargement was not reported. No intervention has been reported.

Manufacturer narrative:
.